Event description:
It was reported that the patient suffered a cardiac rupture and was treated with ¿PICC-administered norepinephrine for blood pressure elevation via tubing¿ at 01:28 on (B)(6) 2026, a PICC line leak was observed, with infusion fluid flowing out of the catheter. Use was not discontinued at 01:08 on (B)(6); instead, the site of fluid leakage was secured with adhesive tape and disinfected to prevent catheter-related infections. At 09:00 on (B)(6), the catheter placement department was notified. The leaking section of the PICC tubing was cut off, the PICC tubing connector was replaced, and normal use resumed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.